Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that while preparing the intraocular lens (iol) for implantation, viscoelastic was introduced, and the plunger passed above the iol, clamping the posterior haptic, which subsequently detached from the lens body. There was no contact between the patient and the iol and it was replaced with an identical one.